Event description:
Indication for procedure: acute sepsis. Procedure: a male pt underwent a lead removal procedure in which the md used a sls of unknown size and an lld of unknown type to complete the extraction. Approx 15 minutes after the completion of the procedure the pt's blood pressure dropped, the cardiothoracic surgeon arrived, cracked the pt'c chest, but the attempt was unsuccessful and the pt expired. Pt's status: pt expired. Device analysis: the devices were disposed of prior to the spnc rep being able to obtain them. There is no indication that the spnc device malfunctioned and contributed to the pt's injury. Follow-up info: very little is known at this time. Spnc will follow-up upon receipt of further info from the hospital.